Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
A patient reported they experienced the events of ¿pain into the breast that is getting worse¿, ¿noticed a change in the shape of the breast which is no longer symmetrical¿, ¿one of which is very soft as if the implant is no longer there¿, and ¿is depressed for the situation. Explant information is unknown.